Manufacturer narrative:
This supplemental report was created to update h10 only. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00362470_1644408-2022-00265; 495-00-065, s810 - device loosening, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Stem was loose. F/61.